Manufacturer narrative:
It is unclear if there was patient involvement or if the device was in clinical use at the time of the event. There was no patient or user harm reported. No response was provided to requests for clarification regarding the device use at time of event.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer requested a bench repair; however, no repair was documented in the servicemax record, and it could not be determined if the customer performed any repairs. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. If additional information is received at a later date, a supplemental report will be submitted.

Event description:
The unit has low alarms. The customer reported there was no patient involvement at the time the issue was discovered. The field service engineer (fse) evaluated the incident and confirmed that the unit has low alarms. Further information is pending.